Manufacturer narrative:
An event regarding an appearance issue involving an exeter stem was reported. The event was confirmed though visual inspection of the device. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: ma: damage observed on the stem consistent with the cement-mantle breakdown process. Explantation damage also observed on the stem. Based on the given information, no identifiable materials or manufacturing discrepanices were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that 'damage observed on the stem consistent with the cement-mantle breakdown process.' No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that during a revision case, the surgeon had planned to revise a cup and when the patient was opened, he realized that the stem would also need revising. The exeter stem was difficult to remove. It had to be removed using a flexible osteotome and the removal process added 20 minutes to the surgery. The customer alleges that the stem was tarnished and that this makes the stem more likely to stick in the femoral canal because the polished surface is not longer there and that had the device been made of cocr then the tarnishing would not have occurred.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that during a revision case, the surgeon had planned to revise a cup and when the patient was opened, he realized that the stem would also need revising. The exeter stem was difficult to remove. It had to be removed using a flexible osteotome and the removal process added 20 minutes to the surgery. The customer alleges that the stem was tarnished and that this makes the stem more likely to stick in the femoral canal because the polished surface is not longer there and that, had the device been made of cocr, then the tarnishing would not have occurred.